Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 85% stenosed lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. The struts on the 3.50x20mm taxus liberte stent broke. The device was removed intact. No patient complications were reported and the patient's status is excellent.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)